Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed at 10x microscope magnification and both lens haptics were observed in good condition. Loose particles were observed on the lens sample compatible with handling the lens. The reported issue of ¿capsule tear¿ could not be confirmed on the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Event description:
Customer reported a "broke capsule" and that an anterior chamber lens was required. No further information was provided.